Event description:
Customer reported there is a hole in the clear film of the pouch.

Manufacturer narrative:
The device was returned from the distributor for review. The hole in the packaging was confirmed in the returned device. The hole is at the top of the pouch and appears to be caused from the hub on the poly side of the pouch. As this complaint came from a distributor in (B)(6) and we have received no other customer complaints for this defect, it has been determined by the MFR that the root cause is impact during shipment; specifically, the extended shipment to (B)(6). The current preventative action for this defect is inspection on-site by the distributor in (B)(6). The defect is readily visible by the customer. We will continue to monitor and trend to take action when necessary.